Manufacturer narrative:
Sections with additional information as of 13-dec-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 339 and 292 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-160 mg/dl, expected pm fasting blood glucose test result range is 110-120 mg/dl and expected non-fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 188 mg/dl and 171 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/26/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 190 mg/dl, date: (B)(6) 2021, time: 10:15 am, fasting. Result 2: 98 mg/dl, date: (B)(6) 2021, time: 11:21 pm, fasting. Result 3: 339 mg/dl, date: (B)(6) 2021, time: 7:53 pm, non-fasting. Result 4: 292 mg/dl, date: (B)(6) 2021, time: 7:52 pm, non-fasting. Result 5: 175 mg/dl, date: (B)(6) 2021, time: 10:19 am, fasting.